Event description:
Reporter indicated that vns pt had passed away. Certificate of death indicates that pt expired while hospitalized. Immediate cause of death is listed as status epilepticus, secondary to intractable seizure disorder. Autopsy was not performed. Treating neurologist indicated that the pt was seen in hospital emergency room in status and that he coded while treatment plan was being discussed. Resuscitative efforts were unsuccessful. The pt was receiving vns therapy at the time of death. There is no evidence that the ncp system caused or contributed to the reported event.